Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair, fiber or an unknown stain was observed inside twenty-five (25) minicap transfer sets. It was indicated that the particulate matter was observed inside the sterile fluid pathway of the sets. This was identified before use of the devices for peritoneal dialysis therapy. The integrity of the original individual packaging was maintained and is sealed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: health effect: impact codes: f27 (previously submitted as f26) additional information was added to d9, h3, h6 and h11. H11: twenty-five (25) actual devices were returned for evaluation in sealed pouches. Visual inspection was performed and particulate matter (pm) was observed inside the closed pouches, outside the fluid pathway. Twenty-three (23) samples had loose particulate matter: ten (10) with blue fuzz, twelve (12) with dirt-like particles, and one (1) with hair. Two (2) samples had embedded pm: one (1) sample had black particulate matter less than 0.80 sq mm and was within specifications and one (1) sample had orange/brownish particulate matter on a blue pull ring cap that was greater than 0.80 sq mm.the reported condition was verified for twenty-four (24) samples and was not verified for one (1) sample. The cause of the particulate matter was determined to be a manufacturing related issue that occurred during the assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.